Event description:
Additional information received reported that the patient outcome was recovered without sequela.

Manufacturer narrative:
Product ID neu_wrench_acc lot# serial# implanted: explanted: product typ accessory product ID neu_wrench_acc lot# serial# implanted: explanted: product typ accessory product ID neu_wrench_acc lot# serial# implanted: explanted: product typ accessory product ID neu_leadcap_acc lot# serial# implanted: explanted: product typ accessory product ID 3387-40 lot# 0205879061 serial# implanted: (B)(6) 2012 explanted: product typ lead (B)(4). The device is included in the "medical device correction" letter 8/2008 using the lead cap". Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation - results: for torque wrench. Analysis of the three neu_wrench_acc accessories found no anomaly. Analysis of the lead cap accessory found that the stimulation lead cap connector had been twisted and pulled out of the molded rubber.

Event description:
It was reported that the health care professional implanted the lead in the left stn. He secured the lead with another manufacturer's guardian cap. (The guardian cap is a burr hole cover. This is designed to cover the burr hole and secure the lead as it exits the brain. It is the equivalent of the manufacturer's stimloc.) He then placed the lead cap on the distal end of the lead. (The lead cap is a manufacturer's product which is contained in the 3387/9 lead kits. Its role is to cover the distal end of the lead to protect it at the completion of the stage 1 dbs procedure. During the stage 2 dbs procedure, the lead cap is removed and the extension is connected to distal end of the lead.). The health care professional was holding the lead cap securely but found that the metal ring inside the plastic cap was spinning before the torque wrench clicked. This spinning placed the lead at risk of damage. The health care professional attempted to remove the lead cap by unscrewing the cap. However, he could see the electrode directly under the screw was moving. He was concerned that this was going to damage the lead. The health care professional was unable to safely unscrew the lead cap. He then had to cut the plastic cap off. This allowed him to unscrew the metal ring without placing the lead under any further stress. This caused a significant delay to the operation. The healthcare professional removed this lead cap and replaced with another. There was no issue with this lead cap. The health care professional remained concerned that the design of the lead cap is increasing the risk of the lead being damaged. The issue was with the lead cap. There was no damage to the lead. However, the surgeon felt that the fact that the metal ring was twisting within the plastic and that the fact that the torque wrench failed to click before the screw was tight meant that the lead was at risk of damage. If additional information is received, a follow up report will be sent.